Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed noise which resulted in oversensing and the storage of ventricular tachycardia events. The noise could be reproduced with arm movements. The lead impedance and threshold measurements were stable. The patient was not symptomatic, however he was pacemaker dependent, therefore a lead revision procedure was performed. The lead was abandoned surgically and the pacemaker was replaced during the procedure. There was no report of adverse patient effects due to the revision procedure

Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis, therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.